Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had failed battery test alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that insulin pump rejected the new battery and gives the no delivery alarm. The customer also reported that insulin pump had rewind anomaly. The customer reports the insulin pump had minor scratches on the screen.. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit or failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm or rewind anomaly noted during testing. Device had minor scratched lcd window. (B)(4).